Manufacturer narrative:
The device was manufactured (B)(4) 2017. Two (2) actual samples and four (4) photographs were received for evaluation. Visual inspection identified to be oval shaped, but only one contained damage with a crack in the knit line of the device. Female connector not flush to main body was noted. Functional testing, including leak testing, clear passage testing and clamp function testing were performed with bubbles observed. After evaluation, it was determined that the crack on the unit was a through crack. The reported issue was verified for the one sample. The cause was not determined. The second sample did not exhibit any visual defects, and functional testing was performed with no issues noted. The reported issue was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicaps were cracked. The nurse noticed this prior to use. There were 34 minicaps involved. There was no patient injury or medical intervention associated with this event. No additional information is available.